Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nine days post implant, the patient felt intermittent palpitations. The right atrial lead lead was noted to have elevated capture threshold and the lead was noted to have dislodged to the tricuspid valve per x-ray. The lead was cut to maintain access during the explant and replacement procedure. No further patient complications have been reported as a result of this event.